Event description:
It was reported that during the implant procedure the helix of the lead would not deploy after multiple attempts prior to implantation. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.